Event description:
It was reported that the in office battery voltage measurement was low and an inquiry was made if this is early battery depletion. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed "low telemetered battery voltage". On 16-jul-2010, the telemetered battery voltage was 2.59 v while the daily battery voltage trend measurement was 2.97 v.